Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump modules were turning off when they are bumped. During a bd technical practice consultant (tpc) site visit, it was discovered that the customer was utilizing clorox peroxide wipes when cleaning the iui connectors. Environmental services who is responsible for cleaning the devices along with quality management were provided with training and cleaning tip sheets. There was no patient impact.